Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) with another manufacturer's chronic right ventricular (rv) and left ventricular (lv) leads, no pacing was observed when the leads were connected to the device header. The patient experienced asystole for greater than two seconds. The leads were removed from the device header, connected to a pacing system analyzer (psa) and then reconnected to the device. Appropriate pacing was observed upon reconnection of the leads to the device. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.